Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15092. The patient has two supra-orbital leads (form different lots) implanted as part of her scs system (off-label). It was reported, the patient fell and lost stimulation from her right supra-orbital lead. The lead was found to have detached from the ipg. The physician revised the lead and approximately 2 weeks later, the patient lost stimulation on the same side again. X-rays indicated the lead had pulled out of the ipg. Surgical intervention will be taken at a later date to address this issue.